Manufacturer narrative:
Citation: husain ms, radaelli m, el-khoury m, et al. Iatrogenic vsds after tavrs and electrophysiologic implications. Jacc case rep. 2025;30(24):104671. Doi:10.1016/j.jaccas.2025.104671 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding two cases of ventricular septal defects (vsds) after transcatheter aortic valve replacement (tavr). The case involving a medtronic transcatheter valve (¿patient 1¿) is described below. Patient 1: this patient underwent redo tavr in which a non-medtronic valve (23 mm sapien 3) was implanted inside a medtronic 23 mm evolut valve. The authors did not indicate how long the evolut valve had been implanted but did note that it was replaced due to stenosis. An electrocardiogram during the workup for redo tavr showed sinus bradycardia with first-degree atrioventricular block. The redo tavr procedure was ¿complicated by complete heart block and the development of a perimembranous vsd with a restrictive gerbode-type shunt, with communication between the left ventricle and both the right ventricle and right atrium.¿ despite discussions with the cardiac surgery team, the patient declined surgical septal repair. Subsequently, a permanent pacemaker was implanted, and the patient was discharged home the next day. At the one-month follow-up, the patient returned with symptoms of fatigue, lower extremity edema, abdominal distention, and hypoxia. A right heart catheterization found elevated biventricular and arterial pressures and pulmonary hypertension. Pacemaker interrogation showed normal function and no new conduction abnormalities. The patient was admitted to the cardiovascular intensive care unit for further diuresis. Ultimately, the patient again declined surgical septal repair and instead chose to transition to comfort-focused care.